Manufacturer narrative:
The medical center did return the impella pump for analysis. The pump was inspected and found no damage or biomaterial that could have caused hemolysis. As the team did relay that the pump had been in poor position during support, the improper pump position is the root cause of the hemolysis. The failure mode will be monitored and trended.

Event description:
The patient was admitted in cardiogenic shock and angina. When the cardiac catherization revealed coronary artery disease, the team placed and impella cp for hemodynamic support. The pump remained in for over 8 hours and then was explanted. The explant was due to signs and concerns of hemolysis. The team had attempted to reposition the pump but, the hemolysis was not remedied. The pump was replaced. The second pump successfully supported the patient for another 2 days, and was then weaned and explanted.